Manufacturer narrative:
Approximate age of use - 7 months (calculated from the date the mobile power unit was issued to the patient; (B)(6) 2018). The mobile power unit remains in clinical use and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that review of the submitted log file by technical services revealed a low voltage hazard event noted on while the lvad system was connected to the mobile power unit (mpu). Reportedly, this appeared to be from a total loss of power to the mpu. Additional information was requested but not provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the mobile power unit was not returned to the manufacturer for analysis. No product was returned. Analysis of the submitted system controller log file confirmed the occurrence of a no external power event. However, a specific root cause of the no external power event captured in the log file could not be determined through this evaluation. The system controller backup battery continued to power the system as intended during the event and there was no interruption in pump operation. The pump speed remained above the low speed limit for the duration of the log file. The heartmate ii left ventricular assist system instructions for use contains information regarding all alarm conditions and the proper actions associated with them, including the low voltage hazard and no external power alarms. In order to resolve the no external power alarm, the user is instructed to immediately connect to a functioning power module, mobile power unit, or two fully-charged heartmate 14 volt lithium-ion batteries to ensure the pump does not stop. The instructions for use and patient handbook also caution the patients to call the hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history records revealed that the mobile power unit was manufactured with the v-lock ac power cord. No further information was provided. The manufacturer is closing the file on this event.